Event description:
A report received from the assistant of cardiopulmonary stated on (B)(6) 2014, an 8mm fenestrated tracheostomy tube was removed from a pt. Info regarding the date of intubation was not available. No pt anomalies were noted at time of intubation. The pt's caretaker noticed the tracheal tube was leaking air and requested for it to be replaced by emergency room (ER) staff. The tracheal tube was replaced with an identical tube following the pt's arrived to the emergency room on (B)(6) 2014. The pt was accompanied by a caretaker. The ER stated the tracheal tube was cracked. The crack was visible at the inner cannula connectors. There was no pt harm reported. The pt was reported to have been initially intubated about a year ago.

Manufacturer narrative:
The reported sample was not received for evaluation as it was discarded by the customer. Therefore, an investigation of the actual device will not be performed. The lot number was not provided and without the lot number the device history record cannot be reviewed. Manufacturing control is considered as effective to detect the reported failure mode. A damage of this magnitude at the time of manufacturing would have been detected during the 100% inspection, and it would be removed from the lot. (B)(4).

Manufacturer narrative:
The device was discarded by the user facility. No device eval will be conducted by the manufacturer. (B)(4).